Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer experienced issues with the 8mm medium-large clip applier. The customer used two spare clip appliers, but the issue was unresolved. It was reported that the instrument was used the previous week on a different system, but there were no issues observed. The customer observed bent tips on the instrument. The customer thought this may have been done during sterile processing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed. Failure analysis found severely bent grip tips. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.022" offset at the tips. The bent grip tip is likely the cause of the failed clip test observed. As a result, the clip could not properly clip onto the tubing during in-house testing. This type of failure is typically associated with mishandling, such as applying excessive force to the grips during clip installation.